Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc button was not responding. Customer also reports that battery compartment was cracked. Customer's blood glucose was 175 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.